Manufacturer narrative:
Concomitant products: patient medications - aspirin; atovastatin; benadryl; carvedilol; lipitor; prednisone. (B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement.

Event description:
On (B)(6) 2016, a patient was being treated for an abdominal aortic aneurysm with the gore(tm) excluder(tm) aaa endoprosthesis featuring c3(tm) delivery system. During the procedure during the final angiogram it was noticed the endoprosthesis had covered 50% of one of the renal arteries. It was reported that there was no device movement post deployment, but simply a case of the physician not noticing the placement of the device affecting the renal arteries. Until the final angiogram. The physician opted to use a renal stent to secure adequate flow. The patient tolerated the procedure, and it concluded without further issue.